Manufacturer narrative:
(B)(4). Follow up as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 narrative

Event description:
No additional information received mat#: 30654778 lot#: unknown it was reported by customer that blood shot outside back of plunger while infusing into a dialysis catheter. The same thing happened with both syringes. Verbatim: rcc received a complaint via email. Email(s) attached. Blood shot outside back of plunger while infusing into a dialysis catheter. The same thing happened with both syringes.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f24 - insufficient information. Device problem code: a050401 - fluid/blood leak.

Event description:
Mat#: 30654778. Lot#: unknown. It was reported by customer that blood shot outside back of plunger while infusing into a dialysis catheter. The same thing happened with both syringes.